Event description:
Regulatory agency on behalf of healthcare professional reports capsular contracture (unknown baker grade). The affected side and device status is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Regulatory agency on behalf of healthcare professional reports right side capsular contracture, baker, grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Other-medical-ndr: not applicable as the event is not related to the device. Depression: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Pruritus: unable to observe since it is not related to the device. Sensation increase/decrease: unable to observe since it is not related to the device. Headache-ndr: not applicable as the event is not related to the device. Varied injuries-ndr: not applicable as the event is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, d6b, h6.

Event description:
Right side capsular contracture, baker, grade iii. Device has been explanted and replaced.